Event description:
It was reported that during a routine follow-up, a high out-of-range shock impedance of 132 ohms was detected. The impedance had been rising gradually over the last few months, and the field representative recommended doing a commanded shock to test the shock impedance and defibrillation capabilities. The physician elected to discuss the case with a colleague. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, a high out-of-range shock impedance of 132 ohms was detected. The impedance had been rising gradually over the last few months, and the field representative recommended doing a commanded shock to test the shock impedance and defibrillation capabilities. The physician elected to discuss the case with a colleague. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (instructions for use). Therefore, well-understood factors likely contributed to the event. This report will be updated should additional information become available or if further analysis is completed.